Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device 12 lead ECG screen went blank during patient use. The patient involved was reported to have not experienced harm or adverse impact.